Event description:
Complainant alleged that a female nurse (age unknown) was preparing to defibrillate a pt (age and gender unknown) with stat pads multi-function electrodes (part number 89004000 and lot number unknown). The nurse reported that she first turned the device to defib mode and then she set the joules to "o". One pad was applied to the pt. The nurse indicated that she held the packaging with one hand and when she reached into the electrode packaging with the other had to retrieve the second pad, she received an unintended delivery of energy. The nurse was unable to say if she touched any of the electrodes conductive surfaces. A second set of pads was then applied to the pt and pt treatment continued. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The nurse was examined in the facility's emergency room subsequent to receiving the shock. The complainant indicated that he nurse checked out fine and returned to work. The nurse did not suffer any lingering after effects. The complainant indicated that subsequent to the event the facility's biomedical engineering dept was unable to duplicate any malfunction with the device.